Event description:
It was reported that a patient experienced a "line blocked" alert within 30 minutes of inserting a cleo infusion set. The issue was resolved by replacing the infusion set. There was patient involvement, and no harm occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.